Event description:
It was originally reported that the pt experienced an infection, due to which the mesh was explanted.

Manufacturer narrative:
At this time the sample has not been returned for evaluation. Therefore, no conclusion can be drawn at this time. A follow up report will be sent if more information becomes available.